Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 43 mg/dl, which was treated with food. Blood glucose level at the time of the call was 93 mg/dl. Customer reported that the insulin pump was exposed to high magnetic fields. Troubleshooting did not show any malfunction of the insulin pump. Customer also reported some sensor issues. Blood glucose level at that time was 242 mg/dl. The insulin pump was not replaced or returned for analysis.